Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset and assisted the caller through the process, after which the error did not reoccur, and the caller successfully started their sensor session.